Event description:
It was reported that the customer was hospitalized with a low blood glucose (bg) level. Bg value not provided; due to the pump not vibrating when alerts and alarms were declared. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.